Event description:
It was reported the proximal inflation lumen of this balloon catheter broke resulting in difficult deflation during deployment of another manufacturer's stent. The balloon was never fully inflated and was removed from the pt without incident. However, the stent was lost and was noted to have migrated. The stent was not retrieved. Another balloon catheter and stent were used to successfully complete the procedure. The patient's condition is good. The device has been rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the luer lock was cracked on the balloon lumen. Directions for use state: "indications: percutaneous transluminal angioplasty with the use of the schneider pta catheter is indicated in, but may not be limited to the narrowings of the following vessels: lower limb, pelvic, renal, and dialysis shunt, in cases wherein surgery is contraindicated or as an adjunct or alternative to surgery. Any other use that those indicated is not recommended."